Event description:
A malfunction was reported on a customer's pump. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information to the customer to reset the pump, assisted with the reset, and ensured that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.